Event description:
It was reported the during a stenting treatment procedure stent damge occurred. Access was obtained via the right femoral artery. The <100% stenosed, 3x14mm, de novo, target lesion was located in the mildly calcified and mildly tortuous left anterior descending (lad) artery. The lesion was not predilated. A 3.0x16mm promus element plus drug eluting stent was deployed in the target lesion. A non-bsc intravascular ultrasound (ivus) catheter was advanced and it caught on the promus element plus stent resulting in a "deformation" of the stent. A 3.0x8mm promus element plus stent was implanted at the proximal end of the 3.0x16mm promus element plus stent. Ballooning was performed with a 3.5x15mm nc quantum apex balloon catheter. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant history from that review, a supplemental medwatch will be filed. (B)(4).